Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges that the pump¿s insulin delivery is too much and deviating from the programmed amounts. A programmed bolus was cancelled and the mother injected the patient with insulin via syringe. The patient's blood glucose lowered to 24 mg/dl and he was treated with oral glucose. The mother believes the cancelled bolus was actually delivered. No adverse event reported. Requested return of the alleged device for evaluation.